Event description:
It was reported by a physician that his was handheld computer was no longer working as the handheld was not turning on or charging. The handheld was checked and the lock button was on normal off position. The reported handheld was returned to the manufacturer and at the moment remains under analysis.

Event description:
Analysis was completed on the returned handheld and flashcard. Analysis of the returned handheld revealed during analysis it was identified that the main battery was swollen. The swollen battery prevented the battery cover from seating properly in the handheld case. As a result, when the handheld was tapped on the counter, the battery door would shift slightly causing the handheld to incorrectly read that the battery latch was open. Additionally this condition could prevent the handheld from turning on if the cover was no seated properly. Analysis of the returned flashcard indicated the flashcard and software performed according to functional specifications.

Manufacturer narrative:
Initial MDR inadvertently listed type of device; initial information should have indicated 30 day report.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.